Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an illumination lamp burst inside a system. The timing of the event and patient impact are unknown. No more information is expected as additional follow up was done with the customer stating she has no other details.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 25, 2012. Based on qa assessment, the product met specifications at the time of release. The lamp was not manufactured by this company. Therefore the root cause the reported event cannot be determined conclusively. (B)(4).